Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus, and the customer's complaint of the broken tip was confirmed. Based on the results of the investigation, the probable cause of the event was likely due to the effect of improper handling and application of excessive force, impact to the device like a fall, shock, or similar stress. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid rhinoscope had a broken tip. The issue occurred during preparation for use for and unspecified therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.